Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that the device failed self-test during treatment. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to the paddle tray dirty. The root cause of the reported problem is the user is using device incorrectly causing paddle tray dirty. Customer cleaned the paddle tray to solve the issue, and the product is back in service.